Event description:
A 6f angio-seal evolution was deployed and hemostasis was achieved. Twelve days later, the patient presented with right leg pain, and an angiogram revealed 80% occlusion of the common femoral artery. The patient was admitted and received 5000 units of heparin every 8 hours. Surgery was not required and the patient continues to be monitored as an out patient. The patient's current status was listed as stable. The patient was taking aspirin.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.